Manufacturer narrative:
Additional information was added: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of one-link connectors were not locking and were becoming disconnected while attempting to connect with two different brands of non-baxter syringes. This was identified during unspecified process steps. There was no report of patient injury or medical intervention associated with these events. No additional information is available.